Manufacturer narrative:
The insulin pump was received with a pump error 37 alarm during rewind due to moisture ingress. Traces of moisture on the motor assembly noted. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, and occlusion test due to pump error 37 alarms. Partially broken retainer, but p cap locks into place properly.

Manufacturer narrative:
(B)(4). Insulin pump was received with a pump error alarm during rewind due to moisture ingress. Traces of moisture on the motor assembly noted. Unable to perform the displacement test, rewind test, prime, seating test, basic occlusion test, force sensor test, and occlusion test due to pump error alarms.

Event description:
Information received by medtronic indicated that the top of the insulin pump where the reservoir goes was cracked however the reservoir was able to lock in place when inserted into the insulin pump. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.